Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿replace battery¿ message confirmed. ¿ on 31-oct-2024, pcu device was received unboxed and with paperwork. ¿ external investigation did confirm the reported problem. ¿ internal investigation revealed damaged battery discharge harness and faulty logic board. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center to replace battery discharge harness and logic board. ¿ failure investigation report attached to qn in sap this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displays replace battery message. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displays replace battery message. There was no patient involvement.